Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported during continuous renal replacement therapy (crrt) using a prismaflex set and a gamcath catheter, the patient experienced an air embolism, hypertension, desaturation rate of 80%, dyspnea, and a glasgow coma scale of 5. It was reported that air was visible from the gamcath catheter to the prismaflex set . The treatment was terminated without the extracorporeal blood being returned to the patient. It was reported that the patient required "hyperbaric chamber for gas embolism". At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Correction: b1, h1, h11. H11: based on additional information received, the prismaflex set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d9, d10, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional air leak test was performed (1 bar) and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The investigation determined that the reported event was not product related. Should additional relevant information become available, a supplemental report will be submitted.